Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, the battery compartment was found to be cracked on the left side of the grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.